Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient wanted to know if their implant could cause an increase in the severity of their migraines because they had migraines prior to being implanted, but they are much more severe since being implanted. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated. Additional information was received from the patient on (B)(6) 2018. The patient stated that it was not determined if the device was the cause of their migraines. They were prescribed an antibiotic and a pain medication to resolve the increase in severity of their migraines which neither changed the severity. They were then prescribed a drug for shingles and another pain medication which has not changed the severity. The increase in the severity of their migraines has not been resolved. No further complications were reported/are anticipated. Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The hcp indicated that the patient is under their primary care physician¿s care for their shingles. The stimulator was not placed for shingles or migraines. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.